Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. In addition, the following non-reportable malfunctions were found during the device evaluation: production and radio frequency identification labels, leak at nozzle, no other leak found, adhesive diagnostics borescope found severe kinks and scratches, angulation is low, plastic distal end cover has dents and scratches, light guide lens glue and crack, bending section cover crack, insertion tube cut on boot minor scratches and snakiness, light guide tube has buckles and scratches, and cut on scope connector boot. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the flex video scope has an e315 unsupported scope error. The issue was found during preparation for use for a diagnostic colonoscopy procedure that was completed with a similar device. There was no delay or reports of patient harm.